Event description:
Boston scientific received information that this device was generating beeping tones associated with a voltage alert (¿voltage too low for projected remaining longevity¿). Technical services recommended device replacement. A data disk was returned to boston scientific¿s in-house engineering. The engineer confirmed that a voltage alert had occurred. The monitoring voltage was 3.008 volts and therapy delivery was unaffected. The battery status indicators were not reflecting the depletion condition and were inaccurate. Using historical daily battery voltage measurement data, an estimated daily device power fluctuations were derived. The power fluctuations appeared random and intermittent. This behavior is unpredictable and the battery has a limited reserve capacity.

Manufacturer narrative:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory and the device was successfully explanted and replaced without incident. The device was received at boston scientific¿s return products department and is currently undergoing laboratory testing to determine root cause.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.